Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Unrelated to the original complaint, the audio bolus button cover was torn and button was difficult to press. Additionally, all the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. The audio bolus button slug was dislodged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a cracked battery compartment. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.